Manufacturer narrative:
Resolution was requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedances on this defibrillation lead. The ICD was interrogated and shock impedances were at 47-48 ohms with isometrics. The patient was scheduled for defibrillation testing to verify the system integrity. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported the defibrillation test at 41 joules was performed. Normal measurements noted. No intervention is planned at this time. The issue will continued to be monitored.